Event description:
Event description guidant received information that the patient was this pacemaker was found to have heart rate of 30, and no pacing spikes were seen on the electrocardiogram. The patient was treated with an external pacemaker and temporary pacing lead. The patient was sent to the intensive care unit (ICU) until a new internal pacemaker could be implanted. It was later reported that the patient died during transportation to the ICU, due to suspected ventricular fibrillation.